Event description:
On 12/08/2000, the distributor's sales rep informed the MFR rep of the following: the physician viewed catheter and determined that it did not appear to be a 7 fr catheter. He believes it is smaller; therefore, it is the wrong size for the catalog number that he ordered. No further details were provided. The device is scheduled to be returned to the MFR for analysis.